Event description:
Reportedly, after the surgeon fired the stapler, the staples did not form properly. As a result, the pt was opened and a colostomy was performed to complete the case. Procedure: rectum resection.